Event description:
The maj-1632 is a single-use mouthpiece, intended for use during upper gi endoscopy to protect the flexible endoscope from being bitten and the patient's gums and lips from trauma. The event which is the subject of this report took place in (B)(6) on (B)(6) 2013. Olympus (B)(4) have contacted the health facility and established that : the procedure was an esd (endoscopic submucosal dissectional) procedure. The event was detected by the physician after the procedure was completed, and he believes that the event took place during the procedure. The back left side of the tongue was damaged, causing bleeding. The level of bleeding was very slight, there was no prolonged hospitalization due to the event and no additional treatment was given due to the event. This report is submitted in an abundance of caution.

Manufacturer narrative:
Information obtained from the hospital by olympus (B)(6) reports that 'the patient has a habit to stick out her tongue from the mouthpiece. In this procedure, she stuck out her tongue from the mouthpiece'. We have been advised that the device has been disposed of by the hospital. This report is submitted in an abundance of caution.